Event description:
Patient representative reported for right side "patient was diagnosed with malignant bia-alcl which has spread to the right axillary lymph nodes, collar bone and sternum", "fear of cancer recurrence". Histopathological markers confirming alcl have not been received. Also reported "fatigue," "headaches," and "lack of concentration." Which is not related to the device. Device has been explanted. Treatment: chemotherapy and radiation therapy.

Manufacturer narrative:
(B)(4). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of diagnosis of lymphoma-alcl: (B)(6) 2019. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected. Physician information: (B)(6).